Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call hospitalization. The customer's blood glucose was 523mg/dl at the time of incident and current blood glucose 135mg/dl. Trouble shooting was performed and found customer using auto mode, used the device to bolus and blood glucose continued to rise. Customer admitted with blood glucose of 524 and diabetic ketoacidosis. Customer treated with insulin drip/IV. No issues found with the device. Customer had already changed sets. Sending replacement sets. The insulin pump will not be returned for analysis.